Manufacturer narrative:
Results: the lens was received positioned incorrectly in the carrier with dried solution visible on the optic. The visual inspection found one haptic torn and missing. A piece of the optic is torn off and also missing. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.

Event description:
One of the haptics was found broken upon opening the lens carrier.